Event description:
The customer reported that during a surgical procedure the image was suddenly lost, and the monitor screen turned black. The image could not be recovered. Healthcare professionals replaced the disposable flexible with a second one; however, the same issue occurred, and the image was lost again a few minutes after connection. They also tested both available connections on the device, but in neither case was the image displayed. The flexible continued to emit light, despite the absence of image. The surgical procedure was completed using another reusable device, with no significant delay (the surgery was prolonged by approximately 5 minutes).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).